Event description:
The customer contacted baxter's service center regarding a system error 2267 (air in line), which occurred on the home choice (hc) during fill 5 of 7. The home patient (hp) stated they were still connected. The technical service representative (tsr) had the hp cycle the power and system error 2367 occurred. Then the tsr had the hp cycle the power to press go to start and had the hp disconnect and remove the cassette to the discard supplies. The tsr explained the alarm, assisted the hp to the clear alarm, and advised to contact nurse. Per the callscript, the hp was connected at the time of the alarm, the hp did not disconnect any time prior to the alarm, all of the bags were spiked and connected properly, there was no patient extension line used, there were no open clamps any unused supply lines, and there was not anything unusual noted about the supplies. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the hp. The hp stated they later discovered that the hp left a connection loose to one of their solution bags. The hp understood the proper setup procedure. The hp stated that everything has been going fine since the incident. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2267 (air in line) was confirmed because the home patient stated they later discovered that the home patient left a connection loose to one of their solution bags. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.